Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that there was no tiger tail catheter as the package was opened. Another inley-tri pack was opened and used with the stent in the original inley-tri pack.

Event description:
It was reported that there was no tiger tail catheter as the package was opened. Another inley-tri pack was opened and used with the stent in the original inley-tri pack.

Manufacturer narrative:
Received tri-pak product in open packaged. Per visual inspection of the returned sample, the tiger tail was not returned and the reported event was confirmed. However, there is a mix of a lot number and other component in returned product. We were unable to determine how and when problem occurred for this issue based on sample returned. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "do not forcibly inserter remove the stent. It may injure patient or/and damage this product. Avoid improper handling of stent such as bending, kinking, tearing, etc. Misuse could damage the overall integrity of the stent. Avoid contact with sharp edges as this may cause damage to the stent. If grasping device is used, the stent should be removed from ureter first. Tearing of the stent can be caused by sharp instruments. Determine the proper stent length for the patient. Selection of too short a stent may result in migration. In the event of stent migration, cystoscopy or ureteroscopy should be used to return the stent to the original position or remove from patient body. Any signs of infection in the location of the stent placement require removal of the stent. After checking the condition of the patient, a new should be placed. Care should be exercised when removing the stent to eliminate tearing or fragmentation."